Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis with a cracked right plunger case. During analysis, blank screen and constant alarm was found at power up. It was noted that the main board was not operating as intended and was the cause of the reported issue. Service replaced the main board to correct the reported issue, performed preventive maintenance and all functional testing. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical medfusion pump exhibited constant alarm. No adverse effects were reported.